Event description:
It was reported that the surgeon found that the core was damaged after primal screwing. Anchor broke into the patient and pieces were removed with a a pituitary rongeur. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One 5.5 footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment of the inserter shows the inner shaft is bent approximately 45 degrees. Dimensional assessment of the inner shaft confirmed it met print specifications. The anchor has broken at the suture slot. The broken portion was not returned for examination. The condition of the device indicates axial alignment was not maintained during insertion of the anchor causing the observed damage. Establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Smith & nephew mallet (sold separately) must be used to tap the inserter handle until the laser mark is flush with the cortical bone. This places the suture anchor approximately 1 mm below the bone surface.